Event description:
The user facility reported an increase in pressure in the capiox fx25 device. Follow up communication from the user facility reported the following information: during the operation, the pressure before the oxygenator module increased. The customer managed to complete the procedure successfully without changing out of the actual sample. There was no harm to the patient. As the number of the patient's platelet was more than 600000, the actual sample was checked after the operation by the customer and red thrombus was noted to have been formed inside the oxygenator module.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The actual sample, after the blood pathway having been rinsed with saline solution, was subjected to another visual inspection. The formation of red thrombus was noted on the oxygenator module. The actual sample was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. The formation of red thrombus was found. The filter was removed and subjected to visual inspection. Thrombus in addition to red thrombus was noted to be adhering to the filter. The oxygenator module was subjected to visual inspection, the fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The formation of red thrombus was found on the each layer in a slight amount. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. Neither white nor red thrombus was found to have formed on it. The involved perfusion record was reviewed as follows: checking of the difference in the pressure (trans-oxygenator pressure) and the blood flow rate did not find any period of time when the blood flow rate was decreased whereas the trans oxygenator pressure got increased, in other words, when the oxygenator module got plugged; (2) checking of the difference in the pressure and the arterial blood temperature did not find any period of time when the trans-oxygenator pressure got increased during decreasing the temperature. Therefore it is most unlikely that cold agglutination occurred. A review of the device history record of the involved product code lot number combination confirmed that there no production related problems. A search of the complaint file found no previous reports of this nature with the involved product code lot number combination. Although the exact cause cannot be determined based upon the available information, the formation of thrombus was found on the oxygenator module. There may have been some changes in the patient's blood property due to some factor(s), where blood corpuscle components, such as blood platelet, may have become prone to get aggregated. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: do not reduce heparin during circulation. Otherwise, blood clotting might occur; and adequate heparinization of the blood is required to prevent it from clotting in the system. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).